Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips from lot#: 0kpeg02a using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model number was not provided. This event is related to MDR # 1810909-2021-00309.

Event description:
The customer from (B)(6) reported that she obtained blood glucose readings of 2.2 mmol/l at 2:12 p.m. And 17 mmol/l at 2:13 p.m. With the contour next link 2.4 meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.